Event description:
The end of the syringe has broken off, and a claim needs to be filed.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
This complaint was determined to be non reportable after the MDR was submitted.

Event description:
The end of the syringe has broken off, and a claim needs to be filed. A complaint response letter and a complaint acceptance letter are required. Three defective products can be returned.